Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the customer was hospitalized four times with elevated blood glucose. On (B)(6) , she was hospitalized for a hyperglycemic event for unknown blood glucose level. Symptoms were stomach infection, nausea, and vomiting. She was hospitalized for two days and was admitted with the insulin pump. On (B)(6), she was hospitalized due to diabetic ketoacidosis high blood glucose of 300 mg/dl. She was admitted overnight and was wearing the device. On (B)(6), she was hospitalized due to diabetic ketoacidosis high blood glucose of 500. Symptoms were nausea and vomiting. She was hospitalized for two days and was admitted with the insulin pump. On (B)(6) was admitted again for hyperglycemic event blood glucose was 370 mg/dl, current was 163 mg/dl. Troubleshooting was performed and customer noted 0.5 inch air bubbles, bubbles were purged. Customer declined further troubleshooting and believes bent cannulas were causing the issues. The device is not returning for analysis.